Manufacturer narrative:
Batch review performed on 28 june 2016. (B)(4). Not available.

Event description:
The revision was done due to a potted stem. The stem filled distally but not proximally and thus had radiolucent lines on the greater trochanter. The surgeon went in planning to pull the stem and cementing in another amistem, but the surgeon could not get the stem out. The surgeon then put bone and graft in the space proximally and packed it tight. The surgeon revised the head and liner as well. The surgery was completed successfully. X-rays and explants are not available.